Manufacturer narrative:
The subject device was disposed; therefore analysis cannot be performed. Information available indicated that the physician may have inadvertently advanced the microcatheter resulting in the reported adverse event. Therefore, a root cause of user error will be assigned to this event.

Event description:
It was reported that post accessing the aneurysm located in the a1 segment distal to the internal carotid artery (ica) terminus, angiogram revealed that the aneurysm had ruptured. The physician administered anti-platelet reversing agents (unknown brand and dose) in response to the event. The patient was reported to be in stable condition. The physician believed that due to the difficult access to the aneurysm, the catheter may have been inadvertently advanced distally into the aneurysm resulting in the rupture.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that post accessing the aneurysm located in the a1 segment distal to the internal carotid artery (ica) terminus, angiogram revealed that the aneurysm had ruptured. The physician administered anti-platelet reversing agents (unknown brand and dose) in response to the event. The patient was reported to be in stable condition. The physician believed that due to the difficult access to the aneurysm, the catheter may have been inadvertently advanced distally into the aneurysm resulting in the rupture.